Manufacturer narrative:
The technician found the brake cable was pinched between the stiffener plate and bearing, and the bushings were worn with gouges and the top block bearing post was broken. The technician rebuilt the brake block mechanism and adjusted the brakes to repair the bed.

Event description:
Information received indicates the brake will set but does not hold.